Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a right ventricular lead. During the procedure, the doctor was unable to achieve satisfactory pacing parameters with the lead. The lead was explanted and replaced. The operation was completed successfully and the patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.